Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported this data incorrectly.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen on (B)(6) 2013. The patient was sent for x-rays, and no visible lead break was detected. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place. Review of programming history shows that diagnostic history shows high impedance on several occasions. A system diagnostic from (B)(6) 2011 showed impedance at 6373 ohms. All future diagnostics were indicative of high impedance (>=5300 ohms); however, all diagnostics were performed using version 8.0 software. With version 8.0 software, the high impedance threshold was 7000 ohms. Lower values (such as those seen here) would indicate ok impedance to the user. On (B)(6) 2011, the output status indicated low (impedance: 5666 ohms). On (B)(6) 2012, the impedance reached >=10,000 ohms.

Event description:
Further follow-up revealed that the physician did not program the device off after observing the high impedance. The physician reported that there was no history of trauma that may have caused or contributed to the high impedance. The physician reported that he has since retired and does not have access to the patient's records. The hospital reported that the patient has not responded back to their calls. No surgical intervention has occurred to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was seen by a new physician and high impedance was observed again. It was reported that the device was programmed off and x-rays would be sent to manufacturer for review. Based on the x-rays received, the cause for the reported high impedance cannot be fully determined. There was nothing seen that would indicate there was any damage to the generator or lead; however, the presence of a micro-fracture in the lead cannot be ruled out. Due to image quality there were small portions of the lead that were difficult to visualize and fully assess.